Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer attempted to charge the pump with a non-micro usb cable and damaged the usb port. Subsequently, the customer attempted to charge the pump using a tandem issued usb cable and the usb cable was damaged due to the damaged usb port. Customer's blood glucose level was 334 mg/dl. Customer had manual injections as alternate insulin therapy.